Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Other relevant device is: product ID [evolutr-23] serial/lot [(B)(4)] use by date [2019-01-31] UDI [(B)(4)].

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged with resultant regurgitation. An attempt was made to snare the valve into a more favorable position, causing the regurgitation to increase. A second valve was implanted valve-in-valve without being able to completely snare the first valve. It was reported that the leaflets of the first-implanted valve blocked the blood flow to the left coronary artery (lca), causing ischemia. A thoracotomy was performed and a coronary artery bypass graft (CABG) was placed on the lca. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cardiovascular injuries, including dissection, are known potential adverse patient effects per the instructions for use (IFU), and may be impacted by many factors including the patient's pre-procedural condition, anatomical factors, in addition to procedural and device factors. No procedural images were received for review, and the cause of the dissection and the potential relationship to the device cannot be established. In this case, use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. IFU states that, ¿physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ th is indicates that the probable cause for the reported dissection could be due to the user snaring the valve. This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that during the initial valve implant procedure, following the valve dislodgement and snaring, an arterial dissection was identified prior to the second transcatheter valve implant and coronary artery bypass graft (CABG). No additional adverse patient effects were reported. Updated data: h6 additional annex e and device codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that the following implant of the first valve, emboli were present. Following the implant of the second valve the coronary artery bypass graft (CABG) was required. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that the previously reported emboli was referring to the dislodgement of the valve. No additional adverse patient effects were reported. Correction if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.